Manufacturer narrative:
D, h4 -updated product information investigation results: visual investigation: we found a visible damaged grey ceramic, broken grey ceramic and broken blue ceramic. We also detected misaligned jaws and visible damaged surface and unknown impurities. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures: on the basis of the current information and investigation, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the baisis of the device history records. The current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a maryland grasper. According to the complaint description the ceramic part of the jaw came off during surgery. The customer stopped using it because there was a risk of debris falling into the patient's abdomen. (Unknown generator in use but, power is 40w). Surgical procedure: hysterectomy. There was no patient harm reported. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).